Manufacturer narrative:
The device evaluation was completed on 21-dec-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening tests of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. The damage observed could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. A screening test was performed and the device was recognized; however, hi force appeared due to the damage on the pebax. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax's surface. During the procedure, the force values displayed were high. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-dec-2023, reddish material and a hole on the pebax's surface was observed. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax's surface on 21-dec-2023 and have assessed this returned condition as reportable.